Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 row b was not detected. A field service engineer (fse) removed the rear panel, found that controller boards lights were on, shut downed the station, reseated all the cables in the drawer, restarted the station, tested the drawer in hardware test application and the drawer functioned correctly, ran acceptance test successfully, restarted the application and the customer was able to access the drawer and inventory the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3.2 cubie pockets required maintenance. The customer rebooted the station, performed drawer recovery but the issue persisted and performed drawer recovery, but the "requires maintenance" error persisted and cubie pockets could not be released. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.